Event description:
Related manufacturer reference number: 2017865-2022-05998. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that there was noise on both right ventricular (rv) lead and right atrial (ra) lead. Further observation revealed the rv lead delivered inappropriate anti-tachycardia pacing (atp) therapy due to noise. There was inappropriate mode switch episodes on the ra lead due to noise as well. The physician capped and replaced rv and ra leads on (B)(6) 2022. The patient was in stable condition before, during and after procedure.